Event description:
Information received regarding the explanted device notes that post implant, the patient had open heart valve surgery. After the valve surgery, the patient developed a systemic infection.